Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo implant approximately one year ago. At the patient's one year follow up it was found that the device had migrated anteriorly and is protruding a few millimeters into the disc space. The implant no longer appears to move on flex-ex, so the surgeon believes that the patient is likely fused in that position. Patient is doing well and is pain free and his pre-op radiculopathy is gone. Surgeon will continue to follow the patient for any changes. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints was within the levels outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The prodisc c vivo device remains implanted within the patient and could not be returned for device evaluation. Imaging was provided that confirmed the implant migration. The implant was confirmed to have migrated, a cause for the migration is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
It was reported that a patient was implanted with a prodisc c vivo implant approximately one year ago. At the patient's one year follow up it was found that the device had migrated anteriorly and is protruding a few millimeters into the disc space. The implant no longer appears to move on flex-ex, so the surgeon believes that the patient is likely fused in that position. Patient is doing well and is pain free and his pre-op radiculopathy is gone. Surgeon will continue to follow the patient for any changes.